Event description:
A bipap a30, silver series was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, the device failed a function test step hw power fail sequence (hw power fail: alarm). The technician replaced the system board to address the issue. The device was reworked and passed all test. Unrelated error codes were found in the ventilator's downloaded error log. The technician confirmed that there was no foam particles observed during the evaluation. A secondary finding of dust and dirt were observed in the device. The unit works in parameters, and the software was updated to the latest version. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device passed all final testing.